Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on (B)(6) 2018 where an attune cr rp was implanted. Patient has presented with a painful knee and believes the knee to feel unstable. A decision was made to open the knee and exchange the poly liner to a thicker one and while the knee was open to resurface the unresurfaced patella. On opening the knee both the femoral and tibial components were found to be well fixed. The knee was found to be looser on the medial side than the lateral side when in flexion. The 5mm poly bearing was removed and a 7mm poly bearing implanted. The patella was resurfaced.